Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a band ligation procedure performed in 2009. According to the complainant, during the procedure, the nurse noticed that the band would not deploy. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.